Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of device fractured. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly, irrigation catheter, velcro strap and an unused ligator head were returned. The handle assembly and irrigation catheter did not present any visible damage. The trip wire was not rolled in the handle assembly when received. As the ligator head was unused, the suture was intact and it was not broken. It was possible to observe that the velcro strap was broken while the broken section was not returned with the device. A section where the velcro was broken was inspected under magnification and it was observed that the material was stretched and slightly bent near the broken area, indicating that a tension was applied. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus vein during a band ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was fixed onto the scope; however, the device was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus vein during a band ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was fixed onto the scope; however, the device was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.